Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was turned off and then on to resolve the issue. The customer continued using the pump for insulin therapy.